Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the surgeon could not fire the tvc55 instrument. Another instrument was used to complete the case. There was no consequence to the pt.